Manufacturer narrative:
Follow-up received on 27-jun-2016: no further information could be obtained.

Event description:
This is a spontaneous case report received from a nurse in united states on 20-may-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted for permanent contraception and experienced pain from essure. Patient was not pregnant. The patient was experiencing pain from essure and was choosing to have fallopian tubes removed. The device was inserted in another place and she could not locate a doctor who would remove the essure coils. The outcome of the event pain from essure was not recovered / not resolved. Reporter causality: the relationship between pain from essure and essure is related. Correction (20-may-2016) following company internal review: seriousness criteria (required intervention) was updated. Quality-safety evaluation of product technical complaint (ptc) received on 07-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain from essure. She was choosing to have fallopian tubes removed. This event, seen as pelvic pain female, is listed in the reference safety information for essure. In this case, no alternative explanation was provided. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention will be required. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.